Event description:
Per the physician, the increase in seizures is not due to low battery or vns stimulation. It was noted that the patient is still having seizures due to lower levels of medications. Seizures were reported to still be below pre-vns baseline levels. Per physician, the increase in seizures is due to medication. No additional relevant information has been received to date.

Event description:
Patient generator was found to be at ifi. The patient was in the emergency room due to increased seizures. Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received to date.